Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The patient was treated with meropenum injection (250 each cycle, 2.5% x4 cycle) and vancomycin (1g, every 72 hours). The cause of peritonitis, hospitalization, patient outcome, and action taken with pd therapy were not reported. No additional information is available.